Manufacturer narrative:
The biomedical engineer troubleshot this reported fault with ge healthcare technical support. The sensor interface board was recommended for replacement. No report of patient involvement.

Event description:
The hospital reported the unit had an error that results in a loss of mechanical ventilation. There was no report of patient involvement.